Event description:
It was reported the customer had moisture exposure to their insulin pump. Customer stated their keypad became unresponsive after the moisture exposure. The customer stated a button error alarm did not occur after. The customer's blood glucose was unknown. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump was received with cracked case on the display window left and right corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.